Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the basket was opened and closed before using down the ureteroscope; the basket subsequently "broke off." The basket could not be used and another basket was used for case. There were no reported adverse effects to the patient as a result of this product problem.